Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture. Device evaluation: visual analysis of the returned device identified it to be underweight, device appearance (observed 40 mm dark patch edge material inside gel device) and a broken shell. A microscopic analysis was performed which identified a sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimensional measurement in the shell was performed which identified that the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact; non-penetrating nicks.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.